Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 36 and 48 hours on the abdomen . It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle . Upon removal the pod's cannula was found bent. As treatment, corrections were given.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device completed the priming sequence in an expected number of pulses, and it operated until delivering 749 pulses. Inspection of the device found no issues capable of causing a needle mechanism failure. No bends nor kinks were observed to the soft cannula.

Manufacturer narrative:
Correction to d(4): catalog no changed from ble-i1-529 to zxp425. Model no changed from 18320 to 19191. Unique identifier (UDI) # (B)(4).